Event description:
It was reported that the right ventricular lead was explanted due to oversensing and an apparent lead fracture. No patient complications have been reported as a result of this event. The patient reported the lead was defective. Additional information was received in a lawsuit alleging that the patient 'experienced inappropriate and/or excessive shocking, fracture, or other injury requiring medical intervention.'

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: proximal conductor fractured; distal segment returned.

Event description:
It was reported that the right ventricular lead was explanted, due to oversensing and an apparent lead fracture. No patient complications have been reported as a result of this event. The patient reported the lead was defective.

Manufacturer narrative:
Other: it was reported that the right ventricular lead was explanted, due to oversensing and an apparent lead fracture. No patient complications have been reported as a result of this event. The patient reported the lead was defective. Actual device involved in incident was evaluated. Electrical tests performed; mechanical tests performed. Visual examination: component/subassembly failure. Lead conductor, device was out of specification in a manner that relates to event; lead(s), fracture of, oversensing, defective device.